Manufacturer narrative:
Date of event: aware date was used as event date as actual event date was not known. D6a implant date: estimated as 1 year prior to date of event as event occurred at 1 year follow-up.

Event description:
It was reported that the patient experienced a cerebral vascular accident (cva). A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The physician also reported that at an unspecified time post implant the patient had a stroke. It was noted that a 2-3mm leak was observed on transesophageal echocardiography (tee) at the 45 day and 1 year follow up. There was no sign of intracardiac thrombus. The patient was reported to not be a candidate for a magnetic resonance imaging (MRI) therefore the reason for the stroke was unknown.